Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that according to the customer's nurse, the insulin pump alarmed motor error during fill tubing. Troubleshooting for motor error was performed. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the insulin pump alarmed even after the infusion set and reservoir were changed. The insulin pump will not be returned for analysis.